Event description:
Patient with history of coronary artery disease, congestive heart failure and recent chest pain was admitted for a heart catheterization. The tip of the boston scientific synergy everolimus-eluting platinum chromium coronary stent detached from the shaft of the delivery system. The synergy stent had to be retrieve with a snare. The removed stent is inside the snare. No known harm to the patient.